Event description:
Pt implanted in 1998 in nasolabial folds. Onset of infection 11/28/1999. Pt treated with doxycycline 11/28/1998, bactroban 12/1/1998, ceftin 12/15/1999. Implant explanted in 1999 and pt treated with antibiotics.